Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed total bilirubin (tbil) and direct bilirubin (dbil) results. Hsc has reviewed the information provided by the customer and the instrument data. Sample clog detect errors and hemolysis errors that occurred on the instrument were consistent with a poor quality sample. There is no evidence of a potential product problem. The instrument is fully operational. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed neonate total bilirubin (tbil) and direct bilirubin (dbil) results were obtained on a patient sample on a dimension vista 500 system. The discordant results were reported to the physician(s), and were questioned. The same sample was reprocessed on an alternate vista instrument the same day, and higher results were obtained. No corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tbil results.